Manufacturer narrative:
Additional information: implant and explant dates. An event regarding periprosthetic fracture involving an unknown femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted femoral component with blood and tissue still visible. There also appears to be a large amount of bony ingrowth on the underside of the femoral component. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information provided was not valid. Complaint history review: could not be performed as lot code information provided was not valid. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient fell over and required a revision of her scorpio tkr for a periprosthetic fracture. Surgeon stated problem was not prosthesis related. Surgeon said primary surgery done 15 years ago. On discussing - said no further details available. Update 31-oct-19: per rep, "the periprosthetic fracture was on the femoral side, and the surgeon decided to replace the entire distal femur with a gmrs."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell over and required a revision of her scorpio tkr for a periprosthetic fracture. Surgeon stated problem was not prosthesis related. Surgeon said primary surgery done 15 years ago. On discussing said no further details available. Update 31-oct-19: per rep, "the periprosthetic fracture was on the femoral side, and the surgeon decided to replace the entire distal femur with a gmrs."